Event description:
Reporter states that patient was treated at hospital for hyperglycemia. Pump not returned for evaluation and not expected. User error or concomitant flu symptoms likely caused event.